Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01336. This report is being submitted as additional information. Approximate age of device- 2 years and 11 months. A direct correlation between heartmate ii lvas, serial number (B)(4) and the reported events (elevated ldh) could not conclusively be established through this evaluation. The patient was admitted with a hemoglobin of 4.6 and had been transfused 6u prbc. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. . It was reported that the patient was admitted and presented with elevated lactate dehydrogenase (ldh). The patient¿s hemoglobin was 4.6; inr on arrival was 5.4, however current reading of 2.8. The patient was transfused with 6 units of packed red blood cells (prbc). In the midst of the final transfusions and now 4 hours post transfusion, the patient began to have cyclical increase in flow and power. The patient reported flows of 6 to up 12 and then with power maxing at what appears to be 7's watts. There is not enough evidence to support a thrombus issue. The average pi remained normal throughout the log file however the patient continues to have transient high flows and powers accompanied by up trending ldh from baseline. Additional information was requested but not provided.